Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing reference: 2182269-2019-00096. During a ventricular tachycardia and pulmonary vein contraction (pvc) ablation procedure a pericardial effusion occurred. During the procedure a tacticath se catheter was inserted into the right atrium to reach the coronary sinus (cs) and great cardiac vein (gcv). The catheter was advanced to the intersection of the anterior interventricular vein where activation was noted to be slightly earlier than qrs onset. The catheter was removed to reattempt to cannulate the cs but there was difficulty so an agilis was used to help cannulate the cs. Further activation mapping was performed with early points noted in the anterior interventricular vein (aiv), then via retrograde access was obtained through the femoral artery and the tacticath was inserted through the aortic valve (av) into the anterior basal left ventricle (lv). Pre-systolic activation was recorded and radiofrequency ablation was performed at the earliest lv endocardial area titrating between 35 and 40w with half normal saline. Pvc suppression occurred at 40w but the ectopy returned following ablation. The tacticath was reinserted into the cs/gcv and it was attempted to maneuver back into the aiv. It was difficult to maneuver the catheter back into the aiv and while manipulating the catheter there was a sudden movement into what was suspected to be the lateral lv branch and was withdrawn into the vein of marshall. The user noted the catheter moved unusually and decided to check for a pericardial effusion with a non-abbott intracardiac echocardiography catheter. A small but growing effusion was observed and a pericardiocentesis was performed and the pericardial drain was left in place to stabilize the patient. The procedure was not continued after the drain. The patient was removed from the operating room in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Further information was requested but not received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.